Manufacturer narrative:
Complaint history reviewed. Product not returned for evaluation. No lot/catalog number provided. Cause of revision is unknown. Conclusion: no conclusion can be drawn.

Event description:
There were 30 alleged revisions from january 1, 2009 to december 31, 2009 reported in the australian orthopaedic association national joint replacement registry. No additional information was available as to the cause of these revisions and they were not stratified by individual product number. Additional information is currently being requested from the registry about these revisions.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
There were 30 alleged revisions from (B)(6) 2009 to (B)(6) 2009 reported in the australian orthopaedic association national joint replacement registry. No additional information was available as to the cause of these revisions and they were not satisfied by individual product number. Additional information is currently being requested from the registry about these revisions.